Manufacturer narrative:
Add'l info has been requested from the customer, however, no other info is available. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
Soon after the nurse started the IV, the catheter separated from the adapter and was left in the pt. The nurse was able to remove the catheter with her fingers. There was no harm to the pt.